Event description:
The pt was an evacuee from the gulf coast hurricane - they were brought for gyn surgery. After being discharged from the facility area with the pump in place - the pt traveled to another state where they attempted to remove the catheters, but the catheters were stuck; the pt stretched one of the catheters in an attempt to remove it. The pt went to the emergency room to have the catheters removed. The emergency room doctor was able to remove one catheter without difficulty, while the other catheter broke because of over stretching; it had stretched so much that the doctor was unable to determine how much was left inside the pt. The emergency room doctor consulted with the pt and the doctor that performed the procedure first facility - it was decided not to remove the remaining catheter segment at this time. The pt indicated they would consult with their primary doctor's office when they return home, which is uncertain.